Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. We cannot rule out the possibility that this event was caused by either intraoperative factors or related to postoperative management. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: 1. Important basic precautions: (3) when load bearing vapacity has been weakened or reduced due to fractures, etc., os ferion should only be used if the bone can be reliably immoblized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent around the knee osteotomy (ako). The surgeon in charge of the patient fixed the osteotomized bone with a bone plate and bone screws and filled the defect created by the osteotomy with this product (bone void filler). The patient developed a lateral hinge fracture at about two months postoperatively. About five months after the ako, the surgeon confirmed back-out of a single bone screw. The surgeon is currently monitoring the postoperative course of the patient. According to the surgeon, no hardware removal or reoperation is planned at this juncture.